Event description:
Resident was in a rolling shower chair, and the pvc pipe cracked causing the resident to fall forward with her leg pinned under her. Dates of use: 3 years. Diagnosis or reason for use: non- ambulatory.